Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the axium prime bare 3d 2mm x 4cm extra soft coil, the detachment point of the coil was found to be damaged when the coil was opened. Coil separation, break, or premature detachment occurred, and the pushwire was bent or broken. The device and any accessory devices were prepared as indicated in the instructions for use (IFU). No friction or difficulty was encountered during delivery, and the physician did not attempt to reposition or detach the coil, nor was a manual detachment attempt made. The pushwire and instant detacher were planned to be returned for evaluation. The product was never implanted. No patient complications have been reported as a result of this event.

Event description:
Additional information was received stating that it was found that the detachment point was damaged and it was not detached. There was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the damage was identified at the detachment point. The damage was discovered upon opening the package, with no preparation performed beforehand. No issues were identified that could have resulted the observed damage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.